Event description:
It was reported by the rep that the surgical resident extracted needle in such a manner that damaged the end of the catheter, causing the issue. Product was removed. Portion of catheter remains in patient and surgical staff are currently addressing this with the patient. Device will be forwarded on receipt. Medical rationale: nursing staff generated initial report of the event, not being aware that the surgical staff had determined the event was a user issue. I was able to clarify this with the surgical staff member today and she has provided me with an email stating as such which I have attached in the email along with this report. An unfortunately incident, but as she has noted, was not related to the product.

Manufacturer narrative:
Gtin number: (B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The damage to the catheter was confirmed. Review of the history device records was not possible as the lot number is unknown. The root cause of the problem reported is due to user¿s error, as noted in the complaint description. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.